Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for withdrawal difficulty and subsequent deployment of the valve in the iliac was unable to be confirmed as relevant device and imagery were not provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. As reported ''a 23mm sapien 3 ultra resilia valve, the valve appeared within markers upon alignment when the flex catheter was pulled back the stent moved more ventricular - well over 4mm. Concerned about chance of valve pushing ventricular during balloon inflation, decision was made to pull system to sheath and try and remove as a unit. Valve would not resheath without sliding further off the balloon. As valve was pulled through iliac it got stuck. Valve was deployed in iliac with a covered stent placed over it.'' Imagery review revealed some vasculature curvature in abdominal aorta. This may have caused the crimped valve not to be co-axialed with the sheath tip upon thv retrieval. As a result, the crimped valve may have interacted with and caught on the sheath tip, leading to withdrawal difficulty. As the user continued to pull the valve through iliac under exposed condition (valve would not resheath), the crimped valve may have interacted with the calcium nodules present in the iliacs as seen during imagery review. As a result, the valve was deployed in iliac with a covered stent placed over. Post valve deployment, the delivery system was able to be removed successfully. Based on the investigation, patient factors (calcification) and/or procedural factors (withdrawal technique) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve appeared within markers upon alignment when the flex catheter was pulled back the stent moved more ventricular. Concerned about chance of valve pushing ventricular during balloon inflation, decision was made to pull system to sheath and try and remove as a unit. Valve would not re-sheath without sliding further off the balloon. As valve was pulled through iliac it got stuck. Valve was deployed in the iliac with a covered stent placed over it. Another valve was delivered successfully. Per the fcs, the difficulty occurred either as the valve was being delivered over the arch or during removal of flex catheter. Per the fcs, there were no issues with valve alignment. It was centered between two markers and was not aligned with difficulty. Upon removal of the devices, no damage was noted to the devices.

Manufacturer narrative:
The investigation is ongoing.